Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction procedure it was reported that the device frayed and then snapped during the process of the graft being pulled through. The device "flipped" successfully but the white #5 suture snapped. X-ray was taken due to the concern of a piece of suture being left in the knee. The x-ray was inconclusive. The surgery was completed, the patient suffered no ill effects and there was a delay of forty-five minutes in surgery.